Event description:
The complainant stated that the brakes will not hold and bed will roll when trying to turn the patient.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.